Event description:
Ous MDR - loss of capture was noted a few days after implant. When repositioning the ventricular lead, the operator was not able to unscrew the lead. The device was explanted and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. During visual inspection the lead's distal part was found partly pulled out from the ring electrode. The distal shock coil was found deformed. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.